Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# #3002808486-2020-01000. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g9 of this initial medwatch report. Occupation: non-healthcare professional investigation: the following allegations have been investigated: vena cava (vc) perforation, tilt, swelling, shortness of breath, physical limitation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported swelling, shortness of breath, and physical limitation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. Patent further alleges swelling of right leg, shortness of breath, limited ability to train horses, take care of livestock, patient notes that another manufacture¿s ivc filter was placed approximately 5 years prior to the cook filter. Report from computed tomography (CT): "there is an inferior vena cava in the is 17 mm below the right renal vein. The upper tip is tilted to the right side and is 1-2 mm from the right lateral wall of the inferior vena cava. Two metal struts on the left side extend beyond the inferior vena cava lumen, measuring 12-13 mm for the more posterior limb and 10 mm for the more anterior limb. On the right side there are two limbs of the inferior vena cava filter that extend at or just outside the margin of inferior vena cava. No definite evidence of filter strut fracture or bending. There is no significant stenosis of the inferior vena cava. The degree of right side tilt of the inferior vena cava approximately 16 degrees. " "impression: 16 degree rightward tilt of the inferior vena cava. Two struts extend beyond the lumen of the inferior vena cava on the left side, measuring 10 mm and 12·13 mm respectively. On the right side, there are two struts that extend to the wall or slightly outside the margin of the wall of the inferior vena cava."